Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. It was noted that there was a problem with the patient programmer. The patient could not sync with implant and saw a poor communication screen. The patient tried 2 weeks prior to report and got the same poor communication screen. Additional information received reported that the patient did not have concerns with her device or therapy. She received assistance from her doctor or manufacturer representative (rep) and her concerns were resolved. She had her battery replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v526891, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).